Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the connector on the butterfly needle came apart which resulted in blood spilling. No patient or user impact as the phlebotomist had on ppe.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The customer photo shows the device packaging but does not show the reported defect. Therefore, 30 retained samples underwent functional tests to assess leakage during use and retraction lockout. All samples passed the tests, exhibiting no signs of defects, device separation, or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: separates during use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the connector on the butterfly needle came apart which resulted in blood spilling. No patient or user impact as the phlebotomist had on ppe.